Event description:
It was reported the cdh29 was used during a esophagogastrectomy. It was reported by the affiliate the knife did not cut properly. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis teams has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, not returned; damaged anvil/anvil shroud, not returned; damaged guide face, no; damaged knife, no; damaged staple pocket, no; damaged trocar, no; missing parts, anvil; staples present/location, no and tissue present/describe, no. Functional tests & results: indicator response, good and safety release, good. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Visual examination of the knife showed no anomalies associated with the knife or the movement of the knife. The instrument was returned without the anvil. As the anvil was not returned, further functional testing could not be performed. It could not be determined if the breakaway washer was fully cut as it was also not returned. Therefore, it could not be ascertained as to why the knife reportedly did not cut properly. Mfg and engineering have been notified of the reported incident.